Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the 3.0 x 12 promus stent was implanted in 2008. In 2009, the patient returned for total vessel revascularization. No additional event or patient information is available.